Manufacturer narrative:
(B)(4). The evaluation and repair was completed by a non-medtronic service provider: removed keypad and cleaned properly the rust found to resolved the issue. Performed est and ventilator working properly. No part was replaced. Medtronic was not authorized to conduct the repair. The reported complaint could not be confirmed without the product return.

Event description:
It was reported that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a patient at the time the event occurred.